Manufacturer narrative:
The customer¿s report of a chemo infusion taking longer to infuse than expected was not confirmed. The pcu event log showed the source pump module was infusing a custom concentration infusion of ifosfamide-ifex continuous at 48ml/hr. This infusion was programmed to run at 48ml/hr for 23 hours and 26 minutes at 7:11 am on (B)(6) 2016, but approximately 2 hours and six minutes later at 9:17 am, the user stopped the infusion and programmed a basic infusion to run at 86ml/hr to run for approximately 12.79 hours. At 10:06 pm, the primary infusion completes and the device transitioned to kvo at the kvo rate of 10ml/hr. At 10:28 pm, the device is channeled off. The total volume recorded as being infused during this period was 1204.27ml. The volume recorded from the time the basic infusion was programmed to infuse at 86ml/hr at 9:17 am until the infusion went into kvo was 1103.679ml and infused in 12 hours and 49 minutes. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. The root cause of a chemo infusion taking longer to infuse than expected was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a 24 hour infusion of chemotherapy took longer to infuse than expected by a couple of hours. There was no report of patient harm.